Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. The patient is not dependent. It was recommended that this device be replaced. This pacemaker remains in service. No adverse patient effects were reported.